Event description:
On (B)(6)2008, the patient was implanted with an scs system. On (B)(6)2010, the patient's system was explanted due to an infection at the ipg pocket, cultures were taken and the infection was identified as (B)(6). The patient is being treated with oral antibiotics.

Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device was not returned so no analysis was able to be completed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.